Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements. An x-ray was completed and confirmed the electrode fracture. This electrode was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements. An x-ray was completed and confirmed the electrode fracture. This electrode was then explanted and replaced. No additional adverse patient effects were reported.